Event description:
A us distributor reported that a patient was experiencing charger faults. A us distributor reported that a patient was experiencing battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The root cause for the defective charger cannot be positively identified. No adverse events occurred from the damaged charger. Device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery and displayed a yellow #2 light, indicating a charger failure. The charger was sent to the supplier for further root cause investigation. The root cause investigation is underway at the supplier. No adverse events occurred from the damaged charger.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery and displayed a yellow #2 light, indicating a charger failure. The charger was sent to the supplier for further root cause investigation. The root cause investigation is underway at the supplier. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.